Event description:
It was reported while using bd phaseal¿ protector p15j leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the leakage between the protector (p15j) and the vial. The customer reported as follows: the protector did not work properly, with the expansion chamber failing to inflate. The user resolved the inflation issue. After that, when the hcp attemped to aspirate the drug solution with the syringe down and the vial up, the leakage was observed from the connection between the vial of the anticancer agent, irinotecan, and the protector. It was assumed that the air vent needle shaved the aluminum part of the vial during connection, or that the connection was made in an inappropriate way, causing leakage from there.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ protector p15j leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the leakage between the protector (p15j) and the vial. The customer reported as follows: the protector did not work properly, with the expansion chamber failing to inflate. The user resolved the inflation issue. After that, when the hcp attemped to aspirate the drug solution with the syringe down and the vial up, the leakage was observed from the connection between the vial of the anticancer agent, irinotecan, and the protector. It was assumed that the air vent needle shaved the aluminum part of the vial during connection, or that the connection was made in an inappropriate way, causing leakage from there.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-jul-2023. H6: investigation summary: one sample protector received by our quality team for investigation. The product was visually inspected with no defects being identified. Further evaluation performed, the vial stopper is larger than specified, causing the protector to not assemble correctly and the leak to occur. A device history review was performed for reported lot 2204107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples were used for additional evaluation. No damage or other defects was observed on any of the product. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. Liquid was aspirated from the vial, disconnecting the injector from the protector and repeating the process three times. In all cases, the product functioned properly and there were no issues observed between the connection of the injectors and protector. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly and use the correct vial.